Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The applicator was disposed of by the user, and thus could not be analyzed.

Event description:
Mea performed in a septate uteri without complications. Pt returned 13 days-post treatment with abdominal pain. Laparotomy revealed thermal injury to the bowel and uterine perforation in the right cornual area. Hysterectomy and small bowel resection performed. Pt has recovered without further complications. Cause of perforation unk.